Event description:
The customer alleged that during routine testing between treatments, the ventilator turned off and then back on with no alarms. The customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the ventilator turned off and then back on with no alarms, and no malfunction may have occurred.